Manufacturer narrative:
Improper techniques were identified by the caller. The customer's improper technique and use of the meter may have contributed to the observed inr results. Inratio precision data provided by end-user. Date: (B)(6) 2013, 1st inr: 5.8, 2nd inr: 4.6, 3rd inr: 3.1, mean = 4.5, sd = 1.35, %cv = 30.06. Inratio meter results failed the criteria for precision, generating a %cv greater then (B)(4). In-house therapeutic donor testing was performed on reported lot # 308628. Results were as follows: inratio" donor (B)(6) 2.4, 2.5, 2.4, ref. 2.32, bias thresh: 1.32 - 3.32, %cv: 2.37; donor (B)(6) 2.0, 2.2, 2.2, 2.26, 1.26 - 3.26, 5.41. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2013, inratio: 5.8, repeat1: 4.6, repeat 2: 3.1. Time between testing was reported as within minutes of each other. Pt's therapeutic range is: 2.5 - 3.5.